Manufacturer narrative:
The returned spacer was analyzed and the reported event was confirmed and revealed that the spindle cap was completely sheared off from the implant body due to excessive force. The damage to the implant was sufficient to prevent functional testing and indicates the failure was likely due to deployment against resistance such as bone, and or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Based on all available information, engineers concluded that the reported damage was due to unintended use error caused or contributed to event.

Event description:
It was reported that during an implant procedure, while opening the implant, the screwdriver started to spin and the implant would not open any further, nor would the implant loosen. The physician removed the implant and it was noted to be in several pieces. The physician removed the cap, screw and implant separately. It was noted that resistance was observed during the implant. A new smaller implant was implanted and the procedure was completed successfully.

Event description:
It was reported that during an implant procedure, while opening the implant, the screwdriver started to spin and the implant would not open any further, nor would the implant loosen. When the device was detached from the inserter it was in several pieces. The physician removed the cap, screw and implant separately. It was noted that resistance was observed during the implant. A new smaller implant was implanted and the procedure was completed successfully.